Event description:
User reported there were issues with the superdimension system recognizing the locatable guide during a procedure. The pt was under general anesthesia and the case could not be completed with the superdimension system. It was reported that there was no harm or injury to patient.

Manufacturer narrative:
On may 28, 2009, a superdimension service technician went to the site to check the system and reported that a component of the superdimension system needed to be replaced, the locatable guide cable (lg cable. The lg cable was returned for analysis and the analysis confirmed that the lg cable had failed. The lg cable has an open wire).